Manufacturer narrative:
Physio-control further evaluated the customer's device and was able to duplicate the reported issue. The battery contact assembly was replaced and evaluated. It was observed that the plating was worn beyond acceptable use. It is reasonable to conclude that the cause of the reported issue was due to the worn contacts on the battery contact assembly.

Manufacturer narrative:
Physio-control further evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing.  The customer received a replacement device. Physio-control did perform a review of the electronic device records and was able to verify that the reported issue did occur.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was powering off by itself. The reported issue occurred during patient use. The customer advised that the device had initially powered on and stayed on for a few minutes before powering off by itself. Medical personnel were able to power it back on, but it immediately powered off again. This occurred multiple times while they waited for a backup device to arrive. A backup device arrived at the scene approximately 15 minutes later. The patient, a (B)(6) male, was suffering from a stroke and the device was being used for patient monitoring during the event. There were no adverse effects to the patient as a result of the reported issue. The customer advised that they had no further details to provide regarding either the patient or the event.